Event description:
It was reported to philips that the heartstart mrx defibrillator had a wire issue where the pads cable and therapy port intermittently generated a pads-off message. There was no patient involvement.